Event description:
Pt seen at hosp for approximately two hours for hypoglycemia. Pt reported having recently lost weight. ER physician instructed pt to reduce the basal insulin delivery rate. Pt treated with IV saline and given a glucagon injection.